Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of trocar could not be inserted and the soft tip became detached; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the vitrectomy surgery, ophthalmic trocar could not be inserted and the soft tip became detached. No patient harm was reported.

Manufacturer narrative:
One opened soft tip cannula in a blister, in a bag was received for the report of trocar could not be inserted and the soft tip became detached. Sample was visually inspected and found to be nonconforming, most of the soft tip was broken off. A dimensional inspection for cannula od was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned non-conforming sample was received opened. How and when the soft tip of the cannula became torn/damaged cannot be determined from this evaluation, however, the evaluation shows that the tip was initially present prior to surgery and most likely was damaged during use. A root cause cannot be determined for the complaint as described by the customer. The returned sample was found to be dimensionally conforming, therefore a product fit issue with the trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A contributing factor could be if the tip was damaged and not completely torn off it could have contributed to not entering the trocar or a fit issue with in the trocar. The cannula met specifications dimensionally however the exact root cause for fit issue with the trocar and damaged soft tip is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).